Manufacturer narrative:
No patient weight or lot # is available from the hospital.

Event description:
It was reported the physician was implanting a gore® cardioform septal occluder to close a patent foramen ovale (pfo) which was also multi-fenestrated. The device was implanted and locked in the defect. While the patient was extubated, they started coughing for several minutes. The right disc slid into the pfo tunnel but did not embolize. A significant shunt was again noted. The physician elected for non-emergent surgical removal of the device and closure of the defect. This procedure was done later the same day and the patient was doing well following the procedure.